Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was stuck in the patient¿s nasal passage upon intubation. Customer was asking for guidance on how to remove the catheter. There was no reported patient outcome.